Manufacturer narrative:
Event site name: (B)(6) hospital. Event site address line: (B)(6). Event site address line 2: (B)(6). Event site postal code: (B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use of linear 40cc balloon catheter a blood leak was observed. No harm to the patient was reported.